Event description:
It was reported that the user¿s libre 3+ integrated with ilet and the ilet mobile app displayed no glucose data with sensor unavailable and reconnecting alerts, and glucose data resumed after the sensor was rescanned. Symptoms included no reported clinical effects. Outcomes included no reported impact on activities or care. Investigation included customer service troubleshooting and education, review of notifications and alert history, and device use verification. Investigation of this case revealed that signal loss was present without other cgm alerts and that rescanning restored glucose readings. It was concluded that the event was related to temporary connectivity or data transmission interruption that resolved with rescan, with no patient harm.